Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had ¿the end of the syringe broke off right under the luer lock and the product spilled out." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.